Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, he had burning in his eyes. His optometrist thought the patient was experiencing dry eye and switched to preservative free drops. This helped very little. The patient also reports when he looks up or to the side, he sees ¿rims¿ along the edge of his vision. At night when the patient blinks, he sees a flash of colored light along the outside of his field of vision. The patient reports he has huge floaters and a blob that looks like he is looking through vaseline. He is also sensitive to light. The surgeon reports the lens is currently in the correct position and the fit is perfect. The surgeon feels the patient is allergic to the steroid and antibiotic used during the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient also experienced foreign body sensation and feels like he is looking through binoculars. Early on following surgery, an optometrist reported that there were corneal scar noted on the patient's eye. At his last appointment, the surgeon suggested that the consumer continue to use his dry eye treatment drops, omega 3 and also instructed that he do lid scrubs and war compresses. She also reported that the consumer had some posterior capsular opacities, in which the surgeon suggested a yag laser treatment, but the consumer declined. At the consumer's recent appointment, the optometrist noted that the cornea's were clear and no evidence of a foreign body was found.